Event description:
Customer reported receiving an inaccurate high glucose reading (326 mg/dl) from their freestyle freedom meter. Customer reported experiencing symptoms of lightheadedness. Paramedics were called and obtained a reading of 155 mg/dl with their hcp meter and treated customer with an IV. Customer was then transported to st. Elizabeth hospital where he was treated with an unk IV medication and metformin. There is no report of diagnosis, an investigation into the details is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.